Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient had lobectomy and it took a long time for the area to check off in registration. Did all to get the lesion and sampled entire area to see if was in tumor to place fiducials. The nodule was pet positive so after an hour of sampling didn't place fiducials because of no confirmation. The patient was under general anesthesia. The superd case was not completed and the case was not completed by other means.